Event description:
Pt in the operating room for a tracheostomy. A 0.8mm cuffed portex d.i.c. Trach balloon was tested on the surgical field prior to insertion. Once the trach was inserted in the pt, the tracheostomy cuff would not hold air. New equipment was obtained and used without incident. No harm to the pt. Exp date: 12/2014.